Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the provided pump log does not cover the time of the pump stop. From the system log: on (B)(6) 2017: 09:16:00 a perfusion screen is opened. 09:16:28 small roller arterial pump online (just detected by central control monitor (ccm)). 09:46:49 arterial started. 10:13:46 arterial set to 2.069 l/min. 10:13:58 arterial pump stopped. 10:14:06 arterial pump started. 12:28:38 perfusion screen exited. The log indicates the small roller arterial pump may have had an issue since it was detected 28 seconds after the perfusion screen was opened. The pump log was flushed so there is no way to know what caused the delay. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the pump was being used as an arterial pump. Data logs were returned to the manufacturer on november 23, 2017.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped and a "service required" message appeared. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.